Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure and the mesh was implanted. It was reported that the patient experienced dysuria, increased urgency and frequency for voiding, lower abdominal pain as well as urine and fecal incontinence. It was also reported that the patient had removal of the infected mesh in (B)(6) 2008.